Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis refrigerator failed due to the hasp falling out from the refrigerator's door. A field service engineer resolved the issue by remounting the door hasp. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator's handle was loose, which resulted in difficulties when opening and closing the refrigerator. Also, the user reported that there was a delay in accessing the medication and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.